Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was sent home on dual antiplatelet therapy (dapt) regimen. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt) located on the face of the closure device. The physicians placed the patient on pradaxa and aspirin in response to the drt. The patient returned for a follow up tee which showed that the clot resolved. The patient was then placed back on dapt. A follow up tee was performed 187 days post index procedure, which showed another drt that measured 1.1cm and went from the threaded insert of the closure device towards the limbus. The closure device remained positioned well in the laa. The patient was placed back on pradaxa and will have another tee in six (6) weeks. No further interventions or patient complications were reported.